Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system after announcing a regular meal and subsequently ingesting carbohydrates when the cgm displayed a glucose of 70 mg/dl, followed by a further drop to 40 mg/dl that was confirmed by fingerstick; device low and urgent low alerts were reported, and the user ingested oral glucose sources including an ice cream bar and soda. Symptoms included hypoglycemia. Outcomes included self-management without medical intervention or assistance and no hospitalization. Investigation included troubleshooting and education with a review attempt of ilet data, which had not synced. Investigation of this case revealed an unclear cause for hypoglycemia, with user-driven carbohydrate intake while glucose was in range potentially contributing to prolonged low readings; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.